Event description:
An error code on the ptm was reported. The error code 8286, empty reservoir. Additional information later reported the pump was filled and the alarm was resolved. The patient was getting therapy and doing well.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).